Event description:
Consumer was operating the power chair at top speed when it allegedly stopped suddenly, causing him to fall into the street. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1154294 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was allegedly operating the power chair at top speed when it stopped suddenly. Consumer alleges that he was thrown into the street causing abrasions on his arm, legs and hands. An ambulance was called to the scene, but the consumer refused medical attention. It is unknown if the consumer was operating the power chair on the street. The owners manual states a warning - do not operate on roads, streets or highways. Handling and maneuverability differences will be most noticeable when traveling over obstacles and rough terrain as this may shift the users center of mass forward resulting in decreased stability. Always reduce speed and wear the seat positioning strap when driving under these conditions. It is unknown if the consumer was wearing his seat positioning strap.